Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 4 cm long, it was 16.5 mm below the renals, then 16 mm, 15.5 and 16 mm above the aneurysm sac. The aortic bifurcation was 16 mm in diameter. The left iliac was 9.9 mm, 6.8, 7.5 and 7.4 mm from proximal to distal. The right iliac was 9, 6, 9 mm in diameter from proximal to distal. The iliac arteries were 40-45 mm in length bilaterally. It was reported that after the stent graft was implanted there was a large type IV endoleak (jetting) right at the transition where the stent graft goes from 23 mm to taper, 4 cm down from the proximal end of the stent graft fabric. The cause of the endoleak is unknown. No intervention was performed. The patient will be monitored. No additional clinical sequelae were reported. Review of returned films confirmed the off-label anatomy. A blush type IV endoleak was seen within the aaa sac coming from the mid-length of the aui.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak); unapproved use of device (stent graft was implanted in a patient with an aortic neck less than 18 mm in diameter). Conclusion: inherent risk of a procedure (endoleak); lack of information (unknown cause of endoleak); off ¿ label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck less than 18 mm in diameter).